Event description:
The event occurred in italy. It was reported that during a sleeve gastroscopy surgery, the electrosurgery device connected to the generator was used to restrain hemorrhage in the laparoscopic access port. In the course of such use first, ineffectiveness in transmitting the electrical pulse was detected, and soon after, a short circuit in the cable was detected, which forced to immediately suspend the procedure and provide cable replacement. No harm to the patient, user, or third reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Because the product was not sent back to karl storz, a detailed investigation can unfortunately not take place. The most probable root cause is that the cable was either severely bent several times and at one point the contact resistance was drastically increased, which then destroyed the cable when activated. Or there were residues of cleaning fluid in a connector which caused contact problems, this fluid became very hot when activated and destroyed the cable. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The cause for this issue is that the cable was bent too much, caused a cable break. According to IFU, the cable should have been tested before use and the "defect" should have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).